Event description:
It was reported that during apolypectomy procedure, resistance was encountered. The target polyp was in the large bowel. A dis micro hex olympus snare had been advanced to the target polyp. Resistance was encountered while attempting to use the handle to hold the target tissue. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".